Event description:
Piece of the plastic insert from the tampon that was lodged inside me [foreign body in reproductive tract]. Discomfort- vagina [vulvovaginal discomfort]. Pain- vagina [vulvovaginal pain]. Piece of the plastic insert from the tampon was removed from inside [device breakage]. Consumer sent e-mail stating two pieces of the tampon's plastic insert were removed from inside her. No serious injury was reported.

Event description:
Piece of the plastic insert from the tampon that was lodged inside me [foreign body in reproductive tract]. Discomfort- vagina [vulvovaginal discomfort]. Pain- vagina [vulvovaginal pain]. Piece of the plastic insert from the tampon was removed from inside [device breakage]. Case description: consumer sent e-mail stating two pieces of the tampon's plastic insert were removed from inside her. No serious injury was reported.